Event description:
Pt's caregiver changed the foley catheter drainage bag and the tubing for urine to drain into the bag was noted to be permanently kinked where the urine would drain into the collection bag. The caregiver saved the info for me to report as I am the pt's weekly visiting home care nurse. Fortunately, the pt had an extra collection bag, as the dme supply co has been rationing her supplies. The pt is a quadriplegic and requires an ongoing foley catheter for urinary elimination.